Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No counting up, ramping numbers on their own or scrolling bar moving anomaly noted. The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify other error alarms or perform the rewind, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the constant motor error alarms. The drive support disk was protruded. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system during prime. He was filling the tubing and some insulin was squirting out and then he received the error alarms. Customer stated he does fly frequently and he has gone thought body scanners at the airport about 6 months ago. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.